Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was unable to fill and the touchscreen was not responding. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (medical device ¿ problem code, investigation findings).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to fill and touchscreen was not responding. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields : b4, b5, e2, e3, e4, d9, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. A getinge fse cleaned layers of residue around the screen and then completed a touchscreen calibration. The fse then installed the trainer and the balloon and let it pump cycle for 30 mins without reproducing or duplicating the reported problem. There was no patient involvement.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was unable to fill and the touchscreen was not responding.